Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The leg extension limit switch was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up. This resulted in a loss of image functionality. System functionality was recovered with a reboot. This could cause procedural delays. There is no report of injury or death associated with this event.